Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device needs the label set and rear case replaced. The specific reason for the need for the replacement was not provided.